Manufacturer narrative:
Sample information was not provided. No issues were noted with calibration and qc. Service was not dispatched for this particular event, however service has visited this account many times over the past few months and local along with national field service continues to monitor this account. No definitive root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report six (6) erroneous glucose modular (glum) results over four days generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call bci to report the event when it first occurred. The customer runs glum patients in duplicate mode. The initial result was 169 mg/dl and the duplicate was 138 mg/dl. The sample was repeated and obtained results of 146 and 146mg/dl, which were similar to the initial run. The repeat results were reported. The result was not reported out of the laboratory. Patient treatment was not impacted by this event. MDR 2050012-2011-02357 will cover the one event which occured on (B)(6) /2011. The three additional days will be covered under the following mdrs: date of event: (B)(6) 2011, MDR: covered under 2050012-2011-02358; (B)(6) 2011, covered under 2050012-2011-02359; (B)(6) 2011, covered under 2050012-2011-02360.